Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's fiance reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl then 200mg/dl. The customer was treated with shot. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be returned for analysis.